Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg value displayed as "high"); cause was not known. A correction bolus via pump, manual insulin injections to address bg. Customer changed the infusion set site and tubing. Pump system check was performed with tandem technical support and no pump issues were identified. Recommendation was made for customer to discuss event with their healthcare provider.